Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection was conducted and a cut in the tubing was identified. The customer complaint of component damage - leak was confirmed. The investigation was forwarded to the manufacturing location for root cause analysis. After the investigation along with the manufacturing and quality operations team, it was not possible to replicate the condition reported of damage tubing and no potential root cause was identified, for this reason it may not be able to be confirmed that this condition is related to manufacturing process. By reviewing the sample, the cut in the tubing seems to be due a sharp edge (no sharp tools are available in the assembly lines), the length of the damage tubing is 2¿, which is cut in an automatic machine, it was not possible to replicate a cut while the machine is running, also during the manual assembly the manipulation of the tubing involve two different fixtures to assembled the tubing/check valve and tubing/y-site arm with no opportunities identified. No corrective or preventive actions were implemented since it was not possible to replicate the condition reported of damage tubing and no potential root cause was identified, for this reason it may not be able to be confirmed that this condition is related to manufacturing process.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: as the tubing was priming noticed medication leaking on the floor. While examining the tubing, found that tubing appeared to be cut and pieced together.